Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient passed out/fainted during the procedure for the trial. The patient had gotten ¿deathly ill¿ after being given four injections to numb them. As the doctor guided the wire into the right buttock, the patient fainted. They also experienced nausea and jerking. After the patient was over with the fainting spell, stimulation was programmed to 2. The impulses reportedly felt ¿so exaggerated¿ and the patient¿s body started to jerk. They started to faint again. Stimulation was turned off and the patient was told to wait until later in the day to try again. At that time, the patient had stimulation up to 9-10 and ¿hardly felt¿ the impulses. However, it was noted that it helped the patient for the two days they had the trial. The doctor reportedly said the patient was as close to a seizure as they had seen. The patient scheduled for the full implant in (B)(6) 2014. No further information was reported. A follow up report will be sent if additional information is received.